Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep reformatted cine drive as a precautionary measure. System operates as intended.

Event description:
Customer reported that the system stopped recording cine during a cine run. No patient injury was reported.